Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 580 mg/dl. Customer had symptoms such as continuous vomiting. Customer was hospitalized for diabetic ketoacidosis. Customer was treated with insulin drip. Customer was not wearing pump for less than 48 hours. Troubleshooting was performed and it was found that the drive support cap appeared normal. The customer declined to troubleshoot for no delivery. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and delivery accuracy tests. No unexpected no delivery alarms were noted. The pump was programmed with multiple boluses and was monitored. All boluses delivered properly and were listed in the daily history screen. No bolus anomaly or history anomaly noted during testing. The pump had minor scratches on the display window and a cracked reservoir tube lip.